Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Full initial reporter phone number: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the user stated that the arctic sun device would not fill after draining. Informed the user to turn the device off and back on. The level sensor still indicated the device was full. Then discussed the process of cleaning the level sensor and replacement of the spare part if cleaning did not resolve the issue.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause was not able to be isolated as unit was not evaluated. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product: "replenish internal cleaning solution contact medivance customer service to order internal cleaning solution. To replenish the internal cleaning solution: 1) drain the reservoir. ¿ turn control module power off. ¿ attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. ¿ from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. ¿ the fill reservoir screen will appear. Follow the directions on the screen. ¿ add one vial of arctic sun® temperature management system cleaning solution to the first bottle of distilled or sterile water. ¿ the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile or distilled water until the filling process stops. ¿ when the fill reservoir process is complete, the screen will close." The complete initial reporter phone # (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the user stated that the arctic sun device would not fill after draining. Informed the user to turn the device off and back on. The level sensor still indicated the device was full. Then discussed the process of cleaning the level sensor and replacement of the spare part if cleaning did not resolve the issue.